Event description:
A complaint was received via medwatch regarding a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that experienced leakage during use. The medwatch states serious injury, and this report has been written to align with that. Medwatch MDR report #: mw5172123 stated: ¿ICU medical IV filter tubing product began leaking at the tubing/filter connection shortly after being attached to the ICU medical plum 360 infusion pump to infuse at a rate of 216ml/hr.¿ the outcome attributed to adverse event: serious injury - required intervention. Concomitant medical products and other treatments: 0.9% sodium chloride 100ml IV bag and keytruda 100mg/4ml.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no non-conformities were identified that may have contributed to the reported complaint.